Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the returned ligator housing had three bands attached to it and the ligator housing teeth were found bent. No other problems with the device were noted. The reported event of the bands prematurely deployed was not confirmed because it could not be seen during the product analysis since this problem would only be able to be seen during the procedure and there were no photos or evidence showing that the bands got deployed prematurely. Upon analysis, there were three bands attached in the ligator housing, and the ligator housing teeth were bent. It is possible that this problem when trying to deploy the bands, might have to do with the technique used by the physician or the way the device is being handled, perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle, and this made the bands feel difficult to be deployed. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, could have also affected the functionality of the handle when deploying the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
Note: this report pertains to first of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used during a banding procedure performed on (B)(6) 2024. During the procedure, it was reported that the bands prematurely deployed. A second speedband superview super 7 was used; however, the same problem happened, the bands prematurely deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed.

Event description:
Note: this report pertains to first of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used during a banding procedure performed on (B)(6) 2024. During the procedure, it was reported that the bands prematurely deployed. A second speedband superview super 7 was used; however, the same problem happened, the bands prematurely deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.